Event description:
It was reported that low impedance was found during a pre-op interrogation for the patient's generator replacement. The patient's generator and lead were subsequently replaced. The explanted products were received by the manufacturer and are pending product analysis. No additional relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. Various electrical loads were attached to the generator and accurate resistance measurements were obtained. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis was completed on the returned lead. During the visual analysis the connector pin and connector ring tri-filar coils appeared to be broken. Scanning electron microscopy was performed and identified the areas as being mechanically damaged which prevented identification of the coil fracture type with fine pitting on one of the broken coil strands. During the visual analysis, the positive and negative electrode tri-filar coils appeared to be twisted together and the ends appeared to be broken which is consistent with patient manipulation of the device. Scanning electron microscopy was performed and identified the area on two of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and pitting. The remaining broken coil breaks were identified having evidence of a stress induced fracture (rotational forces) which most likely completed the fracture with mechanical damage. The exposed conductive coils may be a contributing factor to the low impedance. Stimulation appears to be present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the twisted and broken quadfilar coils, the condition of the returned lead portions is consistent with those that typically exist following an explant procedure. No other anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed and no other discontinuities were identified. Note that since the electrode array section was not returned, an evaluation cannot be made on that portion of the lead.